Event description:
The device was used during a lobectomy procedure. Reportedly, the clips did not load properly into jaws of instrument. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
09/04/1997-supplemental report #1 submitted to FDA.